Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set leaked. The day prior to the event date at 2100 the tpn infusion was hung. The following day at 0500, the nurse noted the line felt "wet and sticky". Upon further inspection, the leak was observed coming "from the y-site below the level of the pump". The tubing was changed. The set had been filled with tpn (total parenteral nutrition). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: correction - a physical device was received for evaluation (not a photograph as previously reported). However, upon further inspection, the device that was received was a non-baxter device. Therefore, no device evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device name is clearlink system, non-dehp continu-flo solution set. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The provided picture is not for the product code provided. Therefore, no evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, the reporter indicated that the event occurred in the newborn intensive care unit (nicu). H10: a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of a leak was observed from the picture. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.